Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: during a robotic single-port prostatectomy with bilateral pelvic lymph node dissection, the surgical team discovered that an instrument tip had broken off, though the exact moment it occurred was unknown and it may have happened during the final removal since it was not noticed until cleanup. X-rays were taken, and the patient was reopened so the team could retrieve the missing tip. Using the robotic scope and additional imaging, the team confirmed the fragment's location and later verified its removal with another x-ray taken after the tip was outside the patient. The break was identified while the team was in the process of closing, requiring them to reopen the incision and re-enter with the robotic scope, with x-ray assistance, to locate the fragment. The initial x-ray showed the tip within the patient's abdomen, and a subsequent x-ray confirmed that all parts had been successfully removed. No backup instruments were used, and the was no additional injury to the patient aside from a delay in the procedure and exposure to unnecessary radiation. The patient has not returned with any complications.

Manufacturer narrative:
The fbf instrument was received and failure analysis found the instrument to have a broken molded insulator on the upper jaw. The broken piece measured approximately 1.45m x 5.59mm in size. The grip base for the grip with the cracked molded insulator did not appear to be bent. Also, the instrument was confirmed to have a detached fragment broke off from the instrument's molded insulator. The broken piece was not returned with the instrument. The instrument was also found to have a detached intact jaw. The upper jaw of the instrument became detached as a result of the break on the molded insulator. The detached jaw was returned with the instrument. Additionally, a broken conductor wire was found. The conductor wire broke as a result of the break in the molded insulator and the detached jaw. No thermal damage was found on the instrument. Images provided by the customer were reviewed. The images show a grip tip from a single port fbf instrument that is dislodged from the distal end of the instrument. The molded insulator appears to be broken and breakage of this component in addition to breakage of the bipolar cable at the distal end can lead to the grip tip becoming dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps (fbf) instrument broke off towards the end of the case, prior to closing the patient. An x-ray was performed and confirmed the piece was inside the patient. The customer retrieved the fragment during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.